Event description:
No blood glucose levels reported. The father of the customer reported that the customer was hospitalized. The father of the customer was inquiring where to buy an insulin pump in london, england. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.